Event description:
It was reported that the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys on a pump keypad are inoperable and the letter "g" occurs with every entry. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref #(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed #13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.